Event description:
The customer reported that following a diagnostic catheterization procedure in 1999, a vasoseal vhd was deployed. On november 18, 1999, the pt presented to the emergency room with an infection and abscess in the right groin. The culture showed staph aureus and the pt was treated with IV antibiotics. No further complications were reported.